Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic appendectomy while nearing case closure, the bag device inside the patient with the appendix inside the bag and the surgeon pulled on "invalid" to remove it from umbilical incision site. Bag seam not sealed correctly and bag came out of incision site with appendix remaining in abdomen. New balloon trocar needed to be placed in umbilicus due to extra adipose tissue. Insufflation and camera needed to be started back up and surgeon needed to use new endo catch bag to retrieve the appendix out of the abdomen. This lengthened surgery time and patient under anesthesia for longer than necessary due to failure of device.